Event description:
The info provided to sjm indicated an 8f angio-seal vip was deployed following a stenting procedure through the right femoral artery (rfa). The pt had undergone a diagnostic angiogram through the same rfa 3 days prior. The pt was discharged home 1 day after the stenting procedure. Approximately 4 days after the stenting procedure, the pt presented with groin and chest pain, nausea and vomiting. The pt was diagnosed with sepsis and antibiotics were administered. The following day, pus leaked from the puncture site and blood cultures revealed septicemia. Redness and swelling were observed at the puncture site. Ultrasound was used and it was decided to schedule surgery for angio-seal removal with washout and repair of the rfa. The pt was recovering following the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported incident could not be conclusively determined.